Manufacturer narrative:
The failure for oscillating in forward and reverse was duplicated through functional testing. Disassembly and visual inspection by the technician noted the power control board (pcb)/socket was corroded. Corrosion may limit the design properties of the device causing the event. The pcb assembly was replaced.

Event description:
It was reported by the user facility that during a procedure the device oscillated in forward and reverse continually. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported by the user facility that during a procedure the device oscillated in forward and reverse continually. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.